Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report d1: brand name. D4: catalog number. D9: device availability. G3: date received by manufacturer. G4: PMA/510(k) number. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Manufacturer narrative:
Zimvie received one (1) teeha453, (tsv® bellatek® encode® emergence healing abutment 4.5mm(d) 5.5mm(p) 3mm(h)) for evaluation. Visual evaluation was performed. Abutment does disengage/release. Returned devices show signs of wear/use, however, no damage that would cause or contribute to the reported event was identified. Measurements match drawing. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the teeha453 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events the customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was possibly user caused. Therefore, based on the available information, a device malfunction did not occur. Abutment does disengage/release and the returned implant shows signs of wear/use, however, no damage that would cause or contribute to the event was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient came in with some discomfort / tenderness in the area, dmo was going to change abutment to shorter one and when abutment was removed, so did implant... Tooth #19. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: email unknown / not provided. E1: first name unknown / not provided. E1: last name unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided. H10: d10 - medical product - impl tapered scr-v ha 4.7 mm 4.5mm 11.5mm catalog #: tsvwh11 lot #: 1298228.